Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2017 arjohuntleigh received an information about an event which occurred with the involvement of maxi move lift and a sling. It was reported that the patient slipped from the sling during the transfer. As a result, the patient received a bruising. No further outcomes sustained.

Manufacturer narrative:
On 2017-oct-24 arjohuntleigh received information about an event which occurred in (B)(6) with the involvement of arjohuntleigh maxi move passive floor lift and a passive mesh sling. It was reported that two caregivers were transferring a contractured resident (female, (B)(6)) from wheelchair to bed. When the transfer was about to be completed, the resident fell through the sling hitting the floor. According to customer facility executive director statement, the sling clips remained attached to spreader bar at time of the event. As a consequence of a fall, a bruising has been sustained by resident. No medical treatment was required. An investigation was carried out into this complaint. When reviewing similar reportable events, we have found a number of cases with similar fault description (slip out of sling). Based on product knowledge and review of previous complaints, there is no possibility of a person to slide out of the sling during on-label use of the device. There are few factors identified that could contribute to a person sliding out from the sling, as following: a sling being used that is of a very inappropriate size (several sizes off). An obvious wrong application of the sling (e.g.: sling used upside down, wrong type of the sling used, wrong position of the resident/patient arms). A sling loop detaching or not being attached to the lift device before starting the transfer. A sling being used with no plastic support stays/stiffeners inside the head section of the sling, and the person being positioned into the most horizontal position. Taking into account all facts and information collected in a course of this investigation, we cannot point out any of the listed above factors as an exact cause of the patient slid out of sling. Nevertheless, we can rule out using of a very inappropriate size of the sling by caregivers. The sling of m size was adequate to be used with 49-kg patient. Also, there was no indication from customer of wrong sling attachment to the spreader bar. During sling evaluation by arjohuntleigh representative, it was found without stiffeners inserted. The facility staff member mentioned that she was informed that the stiffeners were in the sling during the transfer - following this statement, factor number 4 cannot be confirmed either. Furthermore, there was no indication that any of sling attachments came off at any point of the transfer conducted. It is worth noting that no malfunction with the sling, neither the lift that could have caused or contributed to the resident's fall was detected upon their inspection. The sling was described to look relatively new, there were no concerns about its structural integrity. The sling was quarantined after the event. Following evaluation of this item by our representative, it was put back into use. During a visit of an arjohuntleigh representative at customer site, the proper transfer procedure to facility staff members with the use of maxitube slide was demonstrated. The representative informed them to transfer the resident in reclined position, to double-check sling placement and clip attachments in a spreader bar and to use stiffeners. According to passive clip slings instructions for use (IFU, 04.sc.00-int rev. 2) the right type and size of sling should be used after proper assessment of resident's size, condition and the type of lifting situation: "warning: to avoid injury always read this instruction for use and accompanied documents before using the product. Mandatory to read the instruction for use." "Warning: to avoid injury, always assess the resident prior the use." "Check that the stiffeners are completely inside the stiffener pocket, if any". The maxi move IFU (001.25060 rev. 11) clearly states that every caregiver must be trained and familiarized with the device. It means that caregivers should understand the operation of the lift and the transferring procedure. It also indicates: "when lowering the patient back down, lower the positioning handle to put the patient into a sitting position. This avoids further lifting strain. Take care not to push down too quickly, as this may jerk the patient's head forward." Based on evaluation performed, we are not able to establish the exact root cause of the event. Based on product knowledge and review of similar situations that took place in the past revealed that the resident's slip out of sling failure occurred when a user did not follow correct transfer procedure as presented in the device labeling. To conclude, arjohuntleigh maxi move passive lift played a role in the complaint issue when the event occurred as it was used for resident's transfer. As a consequence, the patient slipped out of sling and fell to the floor sustaining a bruise. There was no technical malfunction with the lift or the sling which might have contributed to the event. We report this event to competent authorities due to potential for serious injury upon reoccurrence in case of patient fall.